Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) advised bringing the patient in for evaluation as well as performing a lead integrity test. Ts also discussed the possible causes. Additional information obtained from the field representative indicated that the trend showed impedance measurements remained within the normal range and no intervention was required at this time. This system remains in service. No adverse patient effects were reported.